Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, the reported stretched (lock line) appears to be due to troubleshooting technique. The cause of the reported difficult to open or close (clip open - difficult) could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a stretched lock line. It was reported during preparation for a mitraclip procedure, a xt clip was difficult to open. Troubleshooting was performed to get the clip open. However, during troubleshooting the lock line was stretched. Therefore, the clip was discarded and replaced. There was no clinically significant delay in the procedure. No additional information was provided.